Event description:
It was reported that a patient presented remotely with multiple episodes of inappropriate shock and aborted shocks from (B)(6) 2022. It was suspected that the shocks were a result of electromagnetic interference during a medical procedure that were inappropriately detected and interpreted as episodes of ventricular fibrillation (vf). A non-sustained right ventricular oversensing (nsrvo) alert was also noted at the same time and believed to be attributed to the oversensing of noise as well. No intervention was reported.

Manufacturer narrative:
Correction - h6 - medical device problem code of "1543 - incorrect interpretation of signal" should not have been included in MDR report from 14 nov 2022.